Event description:
It was reported that the patient expired due to unknown causes. There is no known allegation from a health care professional that suggests the death was device related. Information has been requested and not yet received. Clinical study patient ID: (B)(4).